Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt (B)(4) has been completed. The reported problem (won't securely latch) has been confirmed. Upon investigation the trunk cable connector was cracked and the electrode belt was unable to securely connect to a monitor. The root cause for the damaged connector was physical abuse. No adverse event resulted from the defective electrode belt.

Event description:
A us distributor reported that an electrode belt was unable to securely latch to a monitor.